Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 503 mg/dl. A bolus was delivered to address bg level. Reportedly, the customer alleged that the pump was not delivering boluses as intended. Review of the bolus history displayed all bolus requests delivered successfully. Additionally, no alarms had declared to suspend pump therapy. The customer acknowledged that the pump was functioning as intended.